Event description:
It was reported to boston scientific corp that an advantage mid-urethral sling was implanted in 2008 (age and weight of pt is not known). The pt saw her physician four days later and was complaining of pain. It was reported that during the mid-urethral sling placement procedure, the trocar perforated the bowel. An abdominal repair of the bowel was performed. The physician reported that the advantage sling remains implanted and that the pt is recovering.

Manufacturer narrative:
The lot# of the device used is unk; consequently, the expiration and MFR dates are unk. Since the device remains implanted, it was not returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.